Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump had flow blocked alarm. The customer treated high blood glucose with manual injection. The customer keeps getting insulin flow block alarm even after changing infusion set and site. The customer had not tried different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they have tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. (B)(4).